Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph was prompting calibration. Customer stated that the cgm feature was not being used. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully reset the pump to remove graph. Customer stated that the cgm history showed no recent dates. Customer's blood glucose level was 115 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.